Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that, during vitrectomy an ophthalmic operating system exhibited a sudden pressure drop and there was a sharp decrease in intraocular perfusion pressure. The system was repaired in about fifteen minutes, and surgery was completed on the same day without any patient harm.